Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded event log. The device's system board and sensor board need replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported that a ventilator had "service required" codes that were found in the ventilator's downloaded event log and the device's system board and sensor board were replaced to address the issues. Further information was received that an issue related to the sound abatement foam was observed. The manufacturer's investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.